Event description:
Healthcare professional reported injecting a patient in the c1, c2, and c6 with 3 ml of juvéderm® volux¿ and 2 ml of with juvéderm® voluma¿ with lidocaine. Thirty-five days later, the patient was injected in the jw1, jw3, and c4 with 4 ml of juvéderm® volux¿ and a massage was performed to integrate the device with "prophylactic indication of azithromycin 500 mg od for 3 days and prednisone 30 mg od for 5 days". The patient experienced an "increase in volume in the lower third¿ and ¿nodules¿ noted in the mandibular arch and chin. The patient was treated with ice, 100 mg of doxycycline every 24 hours for 15 days, prednisone 30 mg every 24 hours for 7 days and massaged. A week later, the patient presented with ¿inflammation. Intralesional depot trigon was administered to treat possible granulomas at hyaluronic acid and combination with celestone im in the gluteal region (1 weekly dose for 3 weeks)". Biopsy was not provided. A week later, "after starting the steroid schedule, the patient presented clinical improvement importantly, a third dose of celestone in an im ampoule was applied, and the schedule was suspended with oral corticoids." The next week, the event returned, and doxycycline 100 mg od was prescribed for 15 days, continuing the prednisone 30 mg od po, intralesional depot trigon was applied to reduce symptoms. The patient presented slight clinical improvement with persistence of nodules. Twenty days later, during an assessment, signs of ¿phlogosis¿ were seen and after palpation showed fluctuation in the implant area, proceeded after applying the rules of asepsis and antisepsis to the injection of infiltrative anesthesia. The area was drained, showing a ¿non-fetid serohematic solution.¿ schedule with doxycycline 100 mg continued. "Important clinical improvement" was noted the following day. Doxycycline was maintained and prednisone was decreased. Ten days later, possible ¿implant area seroma¿ was noted upon palpation, with ¿previous asepsis and antisepsis rules were applied to the drainage and a solution was evidenced hematic, not fetid.¿ treatment continued with allopurinol 300 mg od, decreasing dose of prednisone, fucidin cream, azithromycin 500 mg od for 3 days. The event is ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Hold for kp 2.28healthcare professional reported injecting a patient in the c1, c2, and c6 with 3 ml of juvéderm® volux¿ and 2 ml of with juvéderm® voluma¿ with lidocaine. Thirty-five days later, the patient was injected in the jw1, jw3, and c4 with 4 ml of juvéderm® volux¿ and a massage was performed to integrate the device with "prophylactic indication of azithromycin 500 mg od for 3 days and prednisone 30 mg od for 5 days". The patient experienced an "increase in volume in the lower third¿ and ¿nodules¿ noted in the mandibular arch and chin. The patient was treated with ice, 100 mg of doxycycline every 24 hours for 15 days, prednisone 30 mg every 24 hours for 7 days and massaged. A week later, the patient presented with ¿inflammation. Intralesional depot trigon was administered to treat possible granulomas at hyaluronic acid and combination with celestone im in the gluteal region (1 weekly dose for 3 weeks)". Biopsy was not provided. A week later, "after starting the steroid schedule, the patient presented clinical improvement importantly, a third dose of celestone in an im ampoule was applied, and the schedule was suspended with oral corticoids." The next week, the event returned, and doxycycline 100 mg od was prescribed for 15 days, continuing the prednisone 30 mg od po, intralesional depot trigon was applied to reduce symptoms. The patient presented slight clinical improvement with persistence of nodules. Twenty days later, during an assessment, signs of ¿phlogosis¿ were seen and after palpation showed fluctuation in the implant area, proceeded after applying the rules of asepsis and antisepsis to the injection of infiltrative anesthesia. The area was drained, showing a ¿non-fetid serohematic solution.¿ schedule with doxycycline 100 mg continued. "Important clinical improvement" was noted the following day. Doxycycline was maintained and prednisone was decreased. Ten days later, possible ¿implant area seroma¿ was noted upon palpation, with ¿previous asepsis and antisepsis rules were applied to the drainage and a solution was evidenced hematic, not fetid.¿ treatment continued with allopurinol 300 mg od, decreasing dose of prednisone, fucidin cream, azithromycin 500 mg od for 3 days. The event is ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.